Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Top part of toothbrush loose in mouth / broken toothbrush [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown, he/she suddenly had the top part of the oral-b brushhead, version unknown loose in his/her mouth which he/she could have swallowed. The consumer noted that the toothbrush was hardly three weeks old. The consumer stated that he/she had been using oral-b electric toothbrushes for almost 30 years. No symptoms developed. On 21-apr-2017 received consumer's follow-up e-mail: the consumer reported that the logo did not go away after scratching with a coin. No further information was provided. On 03-may-2017 received consumer's follow-up e-mail: the consumer reported that yet another toothbrush was starting to look like the head would come off again. The consumer stated that he/she would be enclosing this toothbrush together with the broken one. No further information was provided.

Manufacturer narrative:
12-jul-2017 product investigation results: reporter returned one toothbrush head on (B)(6) 2017. Toothbrush head confirmed to be counterfeit.

Event description:
Top part of toothbrush loose in mouth / broken toothbrush. Product counterfeit. No adverse event. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown, he/she suddenly had the top part of the oral-b brushhead, version unknown loose in his/her mouth which he/she could have swallowed. The consumer noted that the toothbrush was hardly three weeks old. The consumer stated that he/she had been using oral-b electric toothbrushes for almost 30 years. No symptoms developed. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the logo did not go away after scratching with a coin. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that yet another toothbrush was starting to look like the head would come off again. The consumer stated that he/she would be enclosing this toothbrush together with the broken one. No further information was provided. (B)(4) 2017 update: the product was identified as an oral-b power oral care refill precision clean. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Top part of toothbrush loose in mouth / broken toothbrush [device breakage], no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown, he/she suddenly had the top part of the oral-b brushhead, version unknown loose in his/her mouth which he/she could have swallowed. The consumer noted that the toothbrush was hardly three weeks old. The consumer stated that he/she had been using oral-b electric toothbrushes for almost 30 years. No symptoms developed. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the logo did not go away after scratching with a coin. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that yet another toothbrush was starting to look like the head would come off again. The consumer stated that he/she would be enclosing this toothbrush together with the broken one. No further information was provided. On (B)(6) 2017 update: the product was identified as an oral-b power oral care refill precision clean. No further information was provided.